Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.4., h.6., and h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative examined the system and confirmed the reported event. The company service representative identified the dovetail to be loose. It was also noted that two screws had only a little loctite, with a third screw with no loctite. The loctite was reapplied to all screws; the dovetail was tightened and realigned to the microscope. The male/female dovetail mechanism on the aberrometer/microscope is designed to enable the aberrometer to be removed from the microscope and reattached per the customer's preference. Thus, a likely contributing factor that continued customer use/handling of the system may be attributed to the loose becoming loose over time. However, this is unable to be determined conclusively; how or when the dovetail screws became loose is unable to be determined conclusively. The root cause of the reported event can be attributed to loose dovetail screws. How or when the dovetail screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the aberrometer plate was sliding back and forth, and was loose. This was noted to have occurred during procedure. There was no patient harm or impact.